Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the universal serial bus (usb) cable was replaced. A system checkout was performed and the system is working as intended. The universal serial bus (usb) cable was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The usb port had been damaged. They were not able to insert a usb plug in either port. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the dual universal serial bus (usb) port was damaged. The damaged port is shorting the system and unplugging the keyboard from the port causes the system to restart. No patient was present at the time of the event. The manufacturer representative reported that the damaged port is shorting the system and unplugging the keyboard from the port causes the system to restart.

Manufacturer narrative:
Initial reporter not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the dual universal serial bus (usb) port was damaged. The damaged port is shorting the system and unplugging the keyboard from the port causes the system to restart. No patient was present at the time of the event. The manufacturer representative reported that the damaged port is shorting the system and unplugging the keyboard from the port causes the system to restart.